Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was reproduced. Inspection revealed a cracked in the battery compartment and separators, usb insulator and gaskets. Upon further inspection, a cracked downstream occlusion seal and a dented air detector were identified. This condition triggers a high-priority alarm and is considered a reportable malfunction. The downstream occlusion seal and a dented air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a damaged battery compartment. Upon further inspection, a cracked downstream occlusion seal and a dented air detector were identified. This condition triggers a high-priority alarm and is considered a reportable malfunction. The event occurred during testing.